Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a transurethral urethral stone removal procedure, an ncircle tipless stone extractor did not close when tested in an uncoiled position prior to use. The defective device was not used on the patient and the procedure was completed using another same device. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Correction: h2, h6 (annex a). Investigation ¿ evaluation: as reported, prior to a transurethral urethral stone removal procedure, an ncircle tipless stone extractor did not close when tested in an uncoiled position prior to use. The defective device was not used on the patient and the procedure was completed using another same device. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One ncircle tipless stone extractor was returned for investigation, in opened packaging. The handle was returned in open position. The black collet at the proximal end of the handle that secured the handle cannula was tight. The handle actuated the basket formation but did not close basket completely. 8mm of inner assembly was protruding from proximal tip of basket sheath. The handle was disassembled, and inner assembly adjusted. Once reassembled the handle actuates formation correctly. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A lot history search found one other complaint had been reported for this lot. The failure modes of the two complaints were different, therefore the two complaints were not related. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1; the IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, it is likely the basket assembly moved in relation to the handle/sheath assembly after the device was manufactured. The cause for the movement could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.